Event description:
It was reported that the patient presented for a follow-up in clinic on (B)(6) 2017. It was noted that the last follow-up was in 2010. The implantable cardioverter defibrillator had reached end of life in 2013. The device was noted to have alerts of "possible output circuit damage" and ¿charge time limit reached¿. The patient did not experience any symptoms due to the event. The physician elected not to perform any intervention since the patient was suffering from end stage cancer.